Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9731203r, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter had a bunch of physical damage and the cover fell off.  No patient was present when the issue was identified.